Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: a review of the pump¿s black box revealed loss of prime warnings. The force readings did not reach zero. During the load step pump, the pump failed to recognize the cartridge. A force sensor calibration test was performed and revealed the force sensor to be out of specifications. The pump was opened and there was moisture damage found on printed circuit board (pcb) and inside the force sensor housing. The load step malfunction was duplicated during investigation. The prime issue was due to moisture damage. (B)(4).